Event description:
We received information that, almost immediately following the implant procedure of this implantable cardioverter defibrillator (ICD), this patient's blood pressure dropped and a code blue was called. The device delivered therapy, but pulseless electrical activity was noted and the patient subsequently expired. No allegation was made against the device, which will not be explanted.